Manufacturer narrative:
Product ID neu_stimloc_acc, product type accessory; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v705412, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that during a surgery, the "locking clip" used to anchor the lead in place would not lock completely. The physician cleaned the burr hole properly but the clip did not completely engage. A new locking clip was used and it engaged properly. It was noted the lead did not appear to move. It was also reported that when the physician tightened set screws pertaining to contacts 1 and 3, it appeared to torque at the connection point. It was noted there was increased force necessary to tighten completely. Impedances were run and all were within normal range. Patient status at time of report was noted as no injury/no adverse event. No patient symptoms were reported related to the event.